Event description:
It was reported that the programmer's stylus was not responding. The programmer was power cycled and the stylus was disconnected and reconnected, but there was no change. The caller was advised to return the programmer to service. No patient complications have been reported as a result of this event.